Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as 6000093-2007-02119. It was reported that post a coronary drug eluting stenting treatment procedure, restenosis occurred. The initial procedure occurred in 2007. The patient presented with severe coronary artery disease and angina. Fluoroscopy revealed 100% occlusion in the right posterior descending artery (rpda). Balloon inflations were performed using a maverick 2.0x15mm balloon. A taxus express2 2.5x24mm drug eluting stent was then placed in the proximal third of the rpda at 16 atms. A taxus express2 2.75x16mm drug eluting stent was then placed using the "coulotte technique". Fifty percent of this stent was placed int he rpda and fifty percent was placed int he distal right coronary artery (rca) and deployed at 12 atms. A maverick 3.25x9mm balloon was then advanced to the distal rca for post dilatation. A 2.5x20mm maverick was then used for post dilatation in the cell of the stent in the distal rca that led to the right postero-lateral (rpl) artery. A taxus express2 3.0x20mm drug eluting stent was advanced to the distal rca and rpls, but was unable to cross the lesion. A taxus express2 3.0x12mm drug eluting stent was then advanced and deployed in the distal rca and extending into the rpls branch, completing the "pant leg" technique. Post dilatation was performed and angiography confirmed excellent treatment of all segments and flow had been restored 100% in the rpda and 70% in the rpls. The patient did very well with the procedure. Aggressive medical therepy is to be continued. Five months post procedure the patient presented with unstable angina and angiography revealed 99% in-stent restenosis in 2 lesions in the rpda. Balloon angioplasty was performed with a maverick 2.5x15mm balloon. Repeated inflations were performed in the proximal and mid rpda. Due to repeated interventions in this vessel surgical intervention was recommended at this point. No patient complications were reported.